Manufacturer narrative:
"After reviewing the customer's issue, it appeared the carepartner was not able to connect to the patient via carelink as the customer was set up in a different region than the patient. Helpline was informed of this issue, and asked to have the customer create a new account in the same region as the patient. Since escalation of this issue, it appears the carepartner has created a new account and linked to the customer successfully. No further investigation is required. Afc code: za14af no issue found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported that did not receive a care partner follow-up request. Troubleshooting was partially performed and found that the care partner carelink personal accounts were registered under the same country/region. However; the customer did not receive a care partner follow request. No harm requiring medical intervention was reported. The customer continued the use of the application and it will not be returned for analysis.